Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician and a resident performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the fluid deficit reached 2000 ml. The physician aborted the procedure and noted "blood was coming out of the patient's vaginal area". The physician performed an "emergency hysterectomy". The physician suspected the patient's "vessel was hit and somehow the bladder got impacted". The patient went to recovery and is "doing fine".